Event description:
The pump was returned for pneumatic valve leak failure (valve 1). Upon return, the device started up with no alarms but after a short period the compressor does a venting cycle and unit goes into double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed. Valve 1 ok. Performed hardware test and unit failed for a valve 2 leak failure. Tank body is ok and valve 2 replacement did not remove error. Removed and replaced pneumatic manifold assembly and performed recharge and hardware tests, unit passed. No other damage found.

Event description:
The following has been reported: biomed reported: "originally "cartridge misloaded" then when did a test infusion got "service needed", but just now did another test infusion with no errors/messages." Patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.